Manufacturer narrative:
It was reported that during a thr procedure, the pin preventing the impactor head of the polarcup impactor handle (75023345) from rotating has broken off outside of the patient and needs to be replaced. The device use in treatment was returned for investigation. The reported issue could be confirmed upon visual inspection. The pin is observed to be fractured. The whole device shows major sign of use, such as dents and scratches. A review of the complaint history revealed no additional complaint for the batch in question. A review of the batch record revealed no deviations from the standard manufacturing process. There is no indication that the device failed to match specification at the time of manufacturing. Based on the conducted investigation the root cause is attributed to a component failure without any design or manufacturing related issues. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor the device for similar issues. The returned device will be discarded

Event description:
It was reported that during a thr procedure, the pin preventing the from the polarcup impactor handle rotating has broken off outside of the patient, and needs to be replaced. No pieces fell into the patient. Procedure finished with an s+n backup device.